Event description:
Reporting status: malfunction. Reporting rationale: the guide wire was found to be separated upon removal. Device issue: guide wire separation. It was reported that after post-dilatation of the stent, post-stenting of ivus was performed. An ivus catheter was being removed and during removal of the ivus catheter, friction was felt between the guide wire and the ivus catheter lumen. Strong difficulty was encountered in removing the ivus catheter. The ivus catheter was pulled by force and it was found that there were loops of the guide wire formed behind the exit ports of the ivus catheter. The whole system (ivus together with the guide wire) was removed. The guide wire was found to be broken and trapped in the distal part of the guiding catheter. No additional event or patient information is available.

Manufacturer narrative:
Eval summary: quality assurance analysis revealed that the guide wire was returned without any blood visible, but there was contrast on the coils. The tip of the guide wire was in a cork screw shape. The tip coils were pushed distal to the center solder for a length of 1 mm. There was an intermediate coil that was stretched, 1.5 mm distal to the proximal solder for a length of .5 mm. There were two bends in the tip, 2 mm and 10 mm distal to the proximal solder. The coated core portion of the guide wire was shaped in a cork screw shape, 5.8 cm proximal to the distal end of the coated portion up to where the distal core had separated. The core was separated at the distal end of the hypotube. There was a piece of core extending out the hypotube. There was no other damage noted to the guide wire. The guiding catheter and catheter used during the procedure were not returned. The guide wire was sent to scanning electron microscopy (sem) for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned device. The sem showed that the core immediately adjacent to the hypotube joint had fractured from ductile overload at a bend. To fail in this manner typically, the ivus was advanced too close to the tip of the guide wire. Many ivus devices warn not to advance the ivus too far on the floppy portion of the guide wire because the short rail of the ivus needs more support than the floppy tip coils can provide. Withdrawing the ivus can buckle the guide wire. When the ivus is rotated with the guide wire buckled, the guide wire can wrap around the ivus device. If excess force is applied to remove the guide wire, the guide wire will fracture. This appears to be what happened in this incident. There was no manufacturing related quality issue found with the guide wire. The lot history record was reviewed and there were no non-conformities associated with this product lot. This very low-level failure mode will be trended. Action may be taken based on adverse trend results. To insure this does not occur, manufacturing 100% checks all guide wires for any bends or kinks along the core. Also, every guide wire is non-destructively checked for hypotube joint tensile strength and must meet the minimum two pound specification requirement. Also, on a sampling basis, the hypotube joint is pull tested to failure and must meet control requirements showing that the lot is in control and meets the specification for pull test. This MDR is considered closed by the quality assurance department.